Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) event of 40[?]mg/dl while driving and lost consciousness, resulting in a car accident. Emergency medical personnel provided assistance by administering glucose gel on scene, and the user was transported to the emergency room. The user resumed use of the ilet later that day.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No evidence of device malfunction was found during the investigation. Available data suggest the severe hypoglycemia may have resulted from overtreatment of a brief, mild low (cgm glucose reached 67[?]mg/dl and resolved within 10 minutes) around 11:17[?]pm on (B)(6) 2025, followed by a sharp rise in cgm glucose peaking at 245[?]mg/dl at 12:27[?]am. The ilet delivered basal and correctional insulin in response to the rise, and the cumulative insulin exposure may have contributed to a subsequent rapid decline to <40[?]mg/dl by 12:52[?]am on (B)(6) 2025. The user's history of severe hypoglycemia and hypoglycemia unawareness likely contributed to delayed recognition and increased event severity. Without additional context regarding the user's activities and behaviors on (B)(6) 2025 and into the early hours of (B)(6) 2025, other contributing factors to this event cannot be ruled out. Should additional information become available, a supplemental report will be submitted.